Event description:
It was reported that an ilet pump was dropped when it fell off its clip at work, resulting in a cracked and partially unresponsive touchscreen; the device continued dosing insulin, but the top half of the screen was unusable, and the affected component was the touchscreen with a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem to the touchscreen consistent with a fracture, while device dosing continued. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.